Manufacturer narrative:
The impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system. Section: potential adverse events. ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation). Impella cp with smart assist system. Section: warnings & cautions: warnings: section: pre-support evaluation. Section: impella cp with smart assist catheter insertion section: axillary insertion of the impella cp with smart assist catheter section: use of impella with transcatheter aortic valves ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death."

Event description:
The complainant reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. After being placed in surgical mode during a scheduled coronary artery bypass graft procedure, the support level of the implanted impella cp pump could not be raised above performance level p-2 without encountering suction. After being unable to raise flows to the desired level, a transesophageal echocardiogram was utilized to visualize what appeared to be a clot on the inlet cage of the pump. Due to the patient's hemodynamic stability, the decision was made to explant the pump.

Manufacturer narrative:
The investigation of low pump flow and thrombus has been completed. The impella device was not returned for evaluation. Low pump flow: the cause of low flow issue most likely was biomaterial ingestion as motor current (mc) spike observed in log review and transesophageal echocardiogram (tee) revealed what appeared to be clot on inlet cage of impella. Thrombus: the root cause of the thrombus was unable to be determined due to insufficient clinical details. G1 manufacturing site name, address, country, and fax number was erroneously entered on the initial manufacturer device report number 1220648-2025-30249.